Manufacturer narrative:
(B)(4). In response to medtronic¿s request for device return, the device was returned to the manufacturer for evaluation and repair (detailed as follows): pre-repair temperature tests could not be performed since analysis found the device not working upon arrival. The motor, bearings, screws and rotating disc were corroded. The device was repaired, tested, and passed all manufacturing specifications. Blank fields on this report are the result of information not being provided by initial reporter. This device is used for therapeutic purposes.

Event description:
It was reported that a igs m4 microdebrider "overheated" intraoperatively. However, the procedure was continued and successfully completed with the same device, without delay or patient impact or injury.